Event description:
Customer reported via phone, the insulin pump had alarmed no delivery and was admitted to the hospital for blood glucose of 22mmol/l. Customer stated she was using the insulin pump and blood glucose still went high. Alarm had reoccurred a few times. She cleared the alarm and it continued to alarm after she was disconnected. Troubleshooting was performed. Current blood glucose was 11mmol/l. Drive support cap was in place and no other damage was noted on the device. No air bubbles or leaks noted. High pressure test was not performed since the customer didn't have the tubing clamp. Cannula wasn't removed when he removed the site of infusion set. Customer resolved the alarm by doing a complete set change. Customer was advised to speak to her doctor. She is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.